Event description:
There was no patient impact associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed contamination under the up, down and contrast keypad buttons that had not been reported by the user. This report is made based on the results of an investigation completed on (B)(6) 2012.

Manufacturer narrative:
Device evaluation submitted (B)(4) 2012. The pump was returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was intact but "up", "down" and "contrast" keys intermittently responded. The keypad was removed and contamination was noted under "contrast", "up," and "down" key contacts. The battery compartment was cracked, but the pump powered up with the returned battery cap. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.